Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cutoff hcg concentration urine samples and 3 levels of high positive hcg urine standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported the following events occurring on one patient: a urine sample was collected from the patient and produced a negative hcg result using the medline hcg urine dipstick. The patient was then tested using an osom brand dipstick and received a positive hcg result. The patient was confirmed to be pregnant. No further information provided.